Event description:
The ICD was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: the device was returned due to a diagnostic anomaly. The device was above eri when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench; no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted to be at elective replacement indicator (eri). Technical support reviewed the session records and indicated the battery depletion curve looks normal and the total longevity is considered normal. However, the programmer may have overestimated the remaining longevity during previous interrogation. Device replacement is anticipated. The patient was stable.